Event description:
It was reported that while in the interventional cardiology dept the intra-aortic balloon (iab) was prepped per instruction. Vacuum was pulled and the iab was inserted through the sheath. The iab "got stuck just before exiting the sheath with its proximal part." As a result, the md removed the sheath and iab and inserted another iab with success.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.